Event description:
Patient was seen in clinic and low impedance and oversensing were noted. Externalized conductor was observed on x-ray. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.